Event description:
Information received indicated the brakes would not hold.

Manufacturer narrative:
The hill-rom technician found that the brake casters were out of adjustment. He adjusted the brakes to resolve the issue.